Manufacturer narrative:
The initial MDR was filed on sep 22, 2017. Additional information (08/29/2017): the customer service engineer (cse) performed decontamination of the water, acid, and base sub-systems.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant creatine kinase mb (ckmb) result. A siemens customer service engineer (cse) was dispatched to the customer site. The cse checked the event log and verified that there were no associated errors during processing period and reagent appeared normal. The cse performed total service call. The cse replaced air pump, sample tubing, and level sense cable. The cse adjusted analyzer positioning to track and checked aspiration position. The cse performed precision and quality controls (qc) testing, which were within range. The cse indicated decontamination is required due to potential contamination. The cause of the discordant ckmb result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low creatine kinase mb (ckmb) result was obtained on patient sample on an advia centaur xp instrument. The discordant result was reported to the physician(s). The same sample was repeated on an alternate instrument, resulting higher. The corrected result was reported to physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant ckmb result.